Event description:
It was reported that during an unknown procedure the device does not activate. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent additional information: which generator was used with the device gen04 or gen11? Gen 11 were there any error messages and if so what were they? : requested but not provided did the device pass the pre test? : requested but not provided did the device activate? : requested but not provided had the device been working and then stopped? : requested but not provided was there an issue with the activation buttons?: requested but not provided the handpiece was received with the mount loose. The device was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and it was found that the moisture indicator was positive and the acoustic isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress are the seals, this may be caused by a reduction of the compressive force on the instrument seals. No conclusion could be reached as to how moisture entered the handpiece. It is probable that the ingress of moisture affected handpiece functionality.